Manufacturer narrative:
(B)(4). Section d4: device details including lot#, UDI were not provided by the customer. Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in india reported on behalf of a healthcare facility, that a rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.